Manufacturer narrative:
The device was returned and analyzed. The returned device was unable to confirm an issue. The device functioned nominally with regards to pacing output, lead impedance, and capture using the 2090 doctor¿s programmer. No abnormal function or operation was observed during the analysis. The cause of the anomalous capture was not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless pacemaker, high thresholds were observed in each position placed and there was no capture in any position. The device was removed and replaced. It was further reported that the introducer valve was not sealing properly and air was aspirated once the introducer was inserted. The introducer was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.